Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose that day was 500 mg/dl with strong/fruity breath, extreme urination, and large ketones. The reporter noted the patient received phone advice from a healthcare provider to treat with unspecified treatment, they remained on pump therapy, and the pump¿s delivery settings were not recently changed by a healthcare provider. It was reported that the pump alarmed for a call service alarm: cs 052/053/054/055 sleep. It was determined during troubleshooting that the alarm was due to use-error. There was no indication or allegation the device malfunctioned. This complaint is being reported because the reported health event was attributed to use error of the device.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device was returned to the manufacturer and investigated by product analysis on 08/09/2017 with the following findings: review of the black box data revealed that records from the date of the event had been overwritten due to continued patient use. The available records did not show evidence of any call service alarms. The daily insulin delivery totals correctly reflected the user¿s programmed basal rates. On investigation, the pump was powered on and exercised for 24 hours without any errors, alarms or warnings occurring. The pump passed delivery accuracy testing and was found to be delivering accurately and within the required range. Investigation did not duplicate the complaint and the pump was determined to be performing as intended without malfunction.